Manufacturer narrative:
This product is not available for return as it is still in service.

Event description:
It was reported that this patient received four inappropriate shocks due to t-wave oversensing over the span of approximately three years. The system was not reprogrammed as it was already programmed to the most favorable sensing vector. The system is still in service and the patient will continue to be monitored. No additional adverse patient effects.